Event description:
It was reported that a new ilet user experienced a low blood glucose of 40 mg/dl earlier in the day followed by prolonged hyperglycemia after the pump ran out of insulin unnoticed; insulin delivery was interrupted for an unknown duration until a full supply change was completed, and subsequent site change with steel cannula was performed after observing a small amount of blood at the needle base without leakage or visible kinking. Symptoms included hypoglycemia and hyperglycemia confirmed by fingerstick, with alerts for both low and sustained high glucose and no immediate complications such as loss of consciousness or diabetic ketoacidosis reported. Outcomes included temporary interruption of insulin therapy, user-directed carbohydrate intake to correct the low, and resumption of insulin delivery after site and supply changes; the user did not require medical intervention or assistance. Investigation included agent-guided troubleshooting, review of infusion set performance, and provision of replacement infusion sets. Investigation of this case revealed no device malfunction observed during troubleshooting and a likely contribution from insulin depletion and possible early user learning curve, with the prior site showing minor bleeding but no clear mechanical failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.